Event description:
Clinical rationale: a 69-year-old female with acute myocardial infarction and cardiogenic shock (ami/cgs), in a pre support clinical state consistent with scai stage d shock, was supported with an impella cp device (sn (B)(6), implanted percutaneously via the right femoral artery on (B)(6) 2026 at 13:49. During the support period, the patient experienced loss of pulse in the right lower extremity following an increase in vasopressor requirements. The reported limb ischemia was determined to be related to the impella support procedure in the setting of vasopressor use and underlying vascular disease. Timely recognition and external fem bypass successfully restored perfusion, allowing continued impella support until planned, uncomplicated explant. No device return or further investigation is possible due to lack of available components, and no device malfunction was identified. The patient¿s underlying pad (peripheral artery disease) and pvd (peripheral vascular disease) and scai stage d could have been contributed to the ischemia. Ischemia was noted; this is a known risk per our IFU (instructions for use). The patient survived event and the cp was successfully removed. Tr 11feb2026.

Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported ischemia could not be determined due to insufficient clinical information. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation.